Event description:
It was reported that the device ruptured. A 2.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for use. During procedure, the catheter advanced to lesion but there was some resistance due to the calcified lesion. The balloon ruptured vertically during the first inflation at 12 atm for 20 seconds. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.